Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 alarm test due to moisture damage to force sensor resistor. Unable to perform functional testing due to prime anomaly. Pump passed displacement test. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported the customer was experiencing unexplained high blood glucose. The customer reported having a high blood glucose of 474 mg/dl. Customer had treated their blood glucose with a 7 unit bolus. The customer also stated they had gone to their healthcare provider where they were treated with an IV port for their blood glucose. The customer's blood glucose declined to 232 mg/dl after being treated by their healthcare provider. Customer also stated their healthcare provider attempted to run a high pressure test on the insulin pump, but it was not done correctly. The customer also reported a previous hospitalization event for diabetes ketoacidosis. Troubleshooting found the customer had a bad headache as a result of their high blood glucose. It was also found the customer's insulin pump passed all functional testing. The customer's cannula was also not occluded or bent. Customer's insulin pump was working as designed. No additional information provided.